Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was returned connected together. It was noted that blue threads and fibers were entwined on the distal coil. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was performed and no issues were noted with the unit handshake connectors. An attempt was made to load a control guide wire through the rotablator plus unit. Resistance was met in the distal coil. The guidewire was loaded onto the advancer unit with difficulty. When the guidewire exited the advancer unit, blue fibers were attached to the distal guidewire. The burr and coil were microscopically examined. No issue was noted with the annulus of the burr but blue fibers and threads were noted on the distal coil. Facility staff verified that they use blue toweling in their sterile field. They also would have used these same blue towels to clean the device off prior to removing it from the sterile field to send back for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement'. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4) 2010. It was reported that during prep for a rotational atherectomy treatment procedure, the burr catheter was unable to be advanced on the guidewire. During preparation, the 1.25mm rotablator burr catheter was unable to be loaded onto the floppy rotawire guide wire. The rotawire did not exit out of the back of the burr catheter. The physician then exchanged out the burr catheter for a 1.5mm rotablator burr and used the same rotawire to successfully complete the procedure. No patient complications were reported and the patient's status is fine. However, analysis revealed blue threads and fibers in the advancer unit and entwined around the distal coil.